Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for analysis. The interlock device was received stuck in an imager microcatheter. The coil was removed with friction from the imager ii catheter caused by dried blood observed. The coil was returned severely stretched along its body. The coil fiber bundles had blood on them. The coil interlocking arm was found detached from the rest of the coil, in addition it was not returned. The main coil was microscopically inspected and it revealed that the zap tip has a smooth surface and the interlocking arm was detached and was not returned. Outer diameters of the zap tip and the primary coil, number of proximal fiber bundles and distal fiber bundles were within specification. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Reportable based on device analysis completed on 27-nov-2017. It was reported that the coil became stuck and unraveled in the catheter. The target lesions were located in the moderately tortuous and mildly calcified right superior gluteal artery and inferior gluteal artery. A 6mm x 20cm interlock¿-35 was selected for use. During the procedure, it was noted that the coil encountered resistance during delivery inside an imager¿ ii catheter. The coil was then pulled back and severe resistance was encountered again. When it was pushed forward once more, it was noted that the coil became completely stuck. Afterwards, the coil was pulled out slowly and it was noticed that the device became unraveled inside the catheter. The coil was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the interlocking arm of the coil was detached and missing.